Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters. Patient advised skin irritation started when her husband applied qrs gel on the electrodes. Distributor educated the patient not to use qrs gel on the electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that her doctor advised to clean the electrodes well and put the equipment back on. Follow up indicated that the skin irritation has improved.